Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the break in aseptic technique was further described as the patient did not wear a mask and reused their drain bags. At the time of this report, the patient was still recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. On the same day as onset, the patient was hospitalized for peritonitis. The signs and symptoms of peritonitis were unknown. On an unreported date, the patient began treatment for the peritonitis with ceftazidime (intraperitoneally, dose and frequency not reported). At the time of this report, treatment with ceftazidime was ongoing. Five days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available at this time.